Manufacturer narrative:
The event of " capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. Device evaluation: based on the device analysis the final assessment is: a striated opening in the patch side assessed as surgical damage. Capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device.

Event description:
Healthcare professional reported "patient¿s concern with the product". Healthcare professional later reported aged with capsular contracture, baker grade unknown. This record is for the left side. The device has been explanted.

Event description:
Un-reporting capsular contracture baker grade ii.

Manufacturer narrative:
Visual analysis of the returned device identified: opening, crease flat, and calcification . Leak test was performed and found opening on the device. A microscopic analysis was performed which identify an opening striated in the patch. Based on the device analysis the final assessment is: a striated opening in the patch side assessed as surgical damage. Capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device.